Event description:
It was reported that prior to device change out procedure, the left ventricle (lv) lead was dislodged and had caused failure to capture. The physician elected to cap the lv lead and a new lead was implanted on (B)(6) 2025. The patient was stable throughout the procedure.